Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on june 13, 2017. The probe tip broke down at 14.5 mm from the distal end. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. The manufacturing record was reviewed and found no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal and cut mode contacting with metal or other surgical instruments. The crack developed with the scratch mark as the starting point when the user output in seal and cut mode or grasped the tissue, and then the probe broke. The instruction manual of the device has already warned as follows; warnings:the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain procedure, the probe of the subject device fell off outside the patient. The procedure was completed with a similar device. There was no patient injury reported.